Event description:
A (B)(6) male pt underwent aaa repair on (B)(6)2006. The pt received a main body, three endovascular graft iliac legs and a iliac leg extension. The procedure was completed without reported incident. Physician stated that the pt had not been seen since the 30-day follow-up post implant. On (B)(6)2010, pt was extremely ill. The physician chose to explant the graft due to an infection that was filling the sac causing the discomfort. The physician does not feel the device was to blame for the infection and was extremely impressed with the seal the device had obtained. Physician implanted another MFR's sewn in graft. Pt is doing great.

Manufacturer narrative:
(B)(4) - infection (B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets predetermined requirements and that the requirements meet the needs of the user. An IFU is shipped with each device listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. Additionally, the IFU stresses the importance to minimize handling of the constrained endoprosthesis during preparation to decrease the risk of contamination and infection. Cook has procedures in place to monitor and control the mfg environment; specifically for the zenith family of products, bioburden and endoxin levels are tested quarterly. Pt underwent evar (B)(6)2006 and endograft explanted almost 4 years post-implant because of infection. The physician reported that the infection was not related to the device, but etiology of the infection is unk at this time. The pt tolerated the open repair. At this time there is no indication that a design or process induced failure of the device resulted in infection. The complaint correspondence indicated that the pt had not been examined since the 30-day follow-up. The IFU provides explicit instructions regarding pt follow-up and imaging guidelines. Explanation for the lack of follow-up was not provided. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.